Event description:
Plaintiff reports initial implantation of the right implant 9/9/80. Plaintiff alleges injuries as a result of implants containing or consisting of silicone, silicone gel, and/or elastomer made of silicone.